Event description:
One week after treatment with bovine collagen the pt began to develop redness, hardening, swelling and itching at the injection sites. Abscesses have formed at the injection sites. Interventions have included oral zovirax and prednisone, and topical protopic.